Manufacturer narrative:
The field service engineer cleaned through the sample probe and the sample pathway. He found the cells were overflowing during a mechanism check and adjusted the dispense volumes for the rinse mechanism. He ran precision testing and control samples with all results within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. Sample 1 initial ca2 calcium gen.2 result was 4.84 mg/dl and the repeat result from another c503 analyzer was 8.4 mg/dl. The questionable result was reported outside of the laboratory but was corrected. Sample 2 initial calcium result was 3.3 mg/dl and the repeat result from another c503 analyzer was 6.8 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 62262001 with an expiration date of 30-jun-2023.

Manufacturer narrative:
Na.